Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation. The safety lock slider was found to be locked upon sample receipt; however, the stent was deployed and missing. A segment of the inner catheter cardan tube with a length of 300 mm was found to be separated from the rest of the delivery system, the segment is significantly elongated; the distal end of the inner catheter cardan tube including tip and distal 1/4 ring is missing, the disposition is unknown. The delivery system was opened during evaluation, and the proximal sheath was found retracted to the luer adapter and showed compressive crinkles at the proximal end. The release cord was found fully wound round the deployment wheel, which indicates use of the deployment mechanism although the safety lock slider was locked. Photos or x-ray images were not provided. The investigation leads to confirmed result for inner catheter break, deformation, and detachment. The reported issues during stent deployment as well the malposition of the stent could not be confirmed. Based on the investigation completed break and detachment of the inner catheter cardan tube is confirmed. The reported issues during stent deployment as well the malposition of the stent could not be confirmed. A definite root cause for the reported event could not be determined. Labeling review: relevant labeling supplied with this product was reviewed. The instructions for use was found to address potential complications and adverse events which may occur during use; such as surgical intervention, stent migration, stent misplacement. Regarding stent deployment the instructions for use states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit". Regarding accessories the instructions for use states: "gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger introducer sheath. Insert a guidewire of appropriate length and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter across the lesion to be stented via the introducer sheath". The instructions for use states that the safety lock slider should be pulled back towards the wheels from the locked position into the unlocked position. It needs to be ensured that the red safety lock slider is completely pulled back. The instructions for use states that in case of resistance while retracting the delivery system over a guidewire, the delivery system and the guidewire should be removed together. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the internal sheath about twenty centimeters long allegedly became detached and remained stuck in the femoral artery. It was further reported that the stent allegedly jumped. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the internal sheath about twenty centimeters long allegedly became detached and remained stuck in the femoral artery. There was no reported patient injury.